Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, it was reported that the pump completely stopped working. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because of the allegation of a pump malfunction.

Manufacturer narrative:
Follow-up # 1 date of submission 01/22/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history showed no evidence that the pump ceased to function. Unrelated to the complaint, a visual inspection of the pump showed a cracked battery compartment, stripped threads on the battery cap, and a torn keypad cover over the ok keypad button. The pump powered on with a dim and discolored display screen. During testing, all keypad buttons responded appropriately. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.